Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient reported a pump has been alarming no disposable for the past few weeks. They attempted to realign the cassette but the pump still alarmed and they ended up needing to mix a new cassette. The author advised the pump would need to be replaced but added it could also be a cassette issue. The patient was able to provide lot and expiration date info for current cassette. The product fault occurred while in use. The product fault did not cause an injury. The device is available for investigation. The device is being replaced. The patient was unable to switch to back up because the patient was waiting for backup pump to arrive which also experienced the same issue. The patient was able to continue infusion using current pump. The infusion is life sustaining. This was reported by patient/caregiver. No patient injury reported.